Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 32/-4; cat# 6570-0-032; lot# 55536602. Size 5 accolade ii 132 deg; cat# 6720-0535; lot# 52980505. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.+ review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent left total hip replacement (B)(6) 2016. Patient underwent left total hip revision to treat pain and dysfunction. The hip liner and femoral head and stem were exchanged (B)(6) 2019.